Manufacturer narrative:
Approximate age of device: 2 years, 2 months. The replaced portion of the driveline was returned to the manufacturer for analysis. Approximately 16 inches of the external portion/distal end of the driveline was returned for analysis. Examination of the bionate and shielding revealed areas with shield breakdown. An electrical continuity test found an issue with the brown wire. The shielding and bionate were removed from that area and examination of the underlying wires revealed that the brown wire was fractured approximately 2.5 inches from the metal controller connecter, at the terminus of the distal-end bend relief. The conductors of this wire were exposed. The fracture of the wire appeared to be the result of repetitive flexing of the driveline in this area. The lvad operates on a three phase motor, where each phase is powered by two redundant wires. The pocket system controller monitors the current in each redundant wire pair to detect open circuit conditions. When the pocket system controller compared the current in the brown wire, to its redundant motor phase wire, the fractured inner conductors would have resulted in the reported driveline fault alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced audible and visual yellow wrench/driveline fault alarms. Review of x-ray images of the driveline noted an area of concern near the distal end bend relief. On (B)(6) 2015, a driveline evaluation was performed by the manufacturer's technical services representatives. Visual inspection found an open brown wire near the bend relief connector. The distal portion of the driveline was replaced and the driveline fault alarm resolved after the repair.